Event description:
The pt reported that the infusion device delivers too little insulin and sometimes delivers no insulin. She experienced elevated blood glucose of up to 320 mg/dl. Her normal blood glucose level is 150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.